Manufacturer narrative:
The manufacturer is anticipating return of the device but it has not been returned that this time.

Event description:
Spectranetics (manufacturer) received limited information about this event. From a translation from french to english, the following information is summarized below: a lead extraction procedure commenced. No lead information nor indication for extraction was provided. It was reported that a glidelight laser sheath was broken at its proximal part during the use of the device. It was also reported that the sheath was changed, but no further detail was given. No patient injury was reported. It was reported that the glidelight device is being returned to the manufacturer for evaluation. With the limited information provided that the sheath was broken during use, the device's outer jacket may have been breached. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.

Manufacturer narrative:
D10): device returned to manufacturer on 10 feb 2020. H3): device returned to manufacturer and device evaluation completed. H6): method, results and conclusions codes populated after device evaluation completed. Device evaluation: the device was returned to the manufacturer and evaluated by a cross functional engineering team on 12 feb 2020. During the evaluation it was observed that the outer sheath was still present on the device. The outer sheath had a small visible kink 25cm from the proximal end of the outer sheath. The tip of the outer sheath was in good condition. The laser sheath had a small kink 18cm from the distal tip of the device; there were no visible broken fibers in this area. A major kink with broken fibers was noted just distal to the device's bifurcate handle. At the bifurcate handle the majority of the fibers were dead. 3cm distal to the bifurcate handle, there were visible broken fibers, but no breach to the outer jacket was seen in this area. At the tip of the device, approximately ¾ of the fibers were dead. It was determined the device became kinked and then broken fibers at the area of the kink produced heat, which created a breach in the device's outer jacket. It was confirmed that this failure mode occurred during use of the device; however it cannot be confirmed when or how the fibers broke or when the breach to the device's outer jacket occurred. Historically, the manufacturer has seen this failure at the bifurcate when excessive forces are applied to the side of the outer jacket at or near the bifurcate handle.